Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/lab data: (B)(6). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation (mr) of mr grade 4+, underwent a mitraclip procedure. The first clip was implanted at the anterior (a) 2/posterior (p) 2 leaflet segment and then it was noted that the anterior leaflet had slipped out of the clip, with the clip remaining attached to the posterior leaflet. Two additional clips were implanted at the a2/p2 leaflet segment, lateral to the first. No issues were noted. Post procedure, the patient was hypotensive and required intravascular (IV) levophed. The patient condition resolved (B)(6) 2016. The mr was reduced from grade 4+ to 2+. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of hypotension, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Additionally, a definitive cause for the reported patient effect of hypotension was unable to be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.